Event description:
Complications: complications included the technical complication of the misfiring of the vascular load of the stapling device. A separate new stapling device was used to come across the base of the appendix and this fired satisfactorily. An incident report will be filled out and the pt's family was notified of the misfiring stapling device and the need to follow serial hematocrits for 24 hours, but I do not anticipate a negative outcome but he will be watched closely. Dates of use: 2009.